Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. Customer¿s blood glucose was unknown. Troubleshooting was performed for pump error and the customer stated that they cleared the alarm but unable to rewind the insulin pump. The insulin pump will not be returned for the analysis.